Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The manufacturer representative (rep) reported a health care professional (hcp) reached out to them regarding a patient implanted in 2012. In 2018, the hcp indicated a longevity of 0-13 months. Today, the rep reported that the hcp indicated the ins was off and longevity of 85 months. Longevity was then explained to the rep, telling them that it was based on what program was selected and usage and the possibility of a power on reset (por) was also reviewed. At this point, the caller indicated an unknown electrode pair <(><<)>50 ohms. The rep¿s reason for call was noted to be longevity. It was reviewed that if the pair was programmed the longevity would be shortened. The caller did not know the patient name but would bee seeing the patient in the clinic and would be able to get additional information. It was noted that at this time the rep had little information. There were no patient symptoms or further complications reported at this time.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins longevity issue was the ins cycling being off due to eos. The rep was told by technical services that either the impedance issue or the cycling off issue due to eos could cause the false reading of 85 month longevity. The cause of the <(><<)>50 ohms impedance reading was not determined, it was unknown what pair had this reading. No additional actions had been taken, the device remained in the patient they were putting off replacement due to covid-19.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.